Event description:
It was reported that a (B)(6) female patient was being transported for for low blood sugar and while being loaded into the ambulance the cot and the patient fell. The cot was loaded using two persons. The cot rolled back toward the foot end operator and the patient fell from the cot and landed on the ground. The patient allegedly sustained a head injury due to the fall and was placed on advanced life support. The patient reportedly passed away two days after the incident.

Manufacturer narrative:
After investigation, the cot drop event was allegedly found to not be associated with a component level failure, as there was no identified malfunction found reported by the service representative. A potential cause could be attributed to operator error as the device was confirmed to be performing to specifications. It was also provided that the conversation between the service representative and the customer suggested that it may have been operator error.

Manufacturer narrative:
This incident is currently being investigated by the manufacturer and the user facility.

Event description:
It was reported that a (B)(6) female patient was being transported for low blood sugar and while being loaded into the ambulance the cot and the patient fell. The cot was loaded using two persons. The cot rolled back toward the foot end operator and the patient fell from the cot and landed on the ground. The patient allegedly sustained a head injury due to the fall and was placed on advanced life support. The patient reportedly passed away two days after the incident.